Manufacturer narrative:
The generator was returned to the service center for evaluation. The reported e433 was not confirmed as there were no error that occurred during inspection and testing. However, the front panel was found cracked at the sides and the tabs used to secure the front panel to the chassis are broken and are no longer secure. The front panel was observed to have four bent screws. No accessories were returned with the generator. The generator's front panel was replaced to specification and the generator was returned to the customer. A review of the repair records indicated the referenced device had was repaired last year for a broken touchscreen. The original equipment manufacturer (OEM) performed the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the OEM for evaluation, therefore the exact cause of the report malfunction could not be conclusively determined. The likely cause of the damage to the front panel was caused by improper handling, e.g. A fall. The error e433 is a known issue and is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Potential causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). Faulty foot switch (temporary error, faulty reed contact). Defective cable connection between hvps board and generator board (temporary or permanent error). Defective hvps board (permanent error). Defective generator board (permanent error). A deeper investigation of generator boards with error e433 found a destroyed. Transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instruction for use) and as a preventive measure, the IFU states, a suitable replacement device must be provided during an application. The OEM will continue to monitor complaints for this device.

Event description:
The service center was informed by the biomedical technician at the user facility that the high frequency electro-surgical generator unit was restarting with an e433 error during preparation for use. There was no patient involvement reported.